Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported right side "faulty implant" specified as "leaking (decreasing in size)." The device was implanted for over 6 months. The device has been explanted. The expansion process was not complete upon explantation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat crease , brown particles in the shell, and two openings on the radius. A microscopic analysis was performed, which identified one sharp opening and one striated opening on the radius. A dimension measurement in the shell was performed, which identified the thickness within specification. Based on the device analysis the final assessment was: one sharp opening, due to an unidentified (tear) opening, on the radius and one striated opening on radius due to surgical damage, consistent with the use of some surgical tool.

Event description:
Healthcare professional reported right side "faulty implant" specified as "leaking (decreasing in size)." The device was implanted for over 6 months. The device has been explanted. The expansion process was not complete upon explantation.